Manufacturer narrative:
The subject device was returned to olympus for evaluation. The evaluation confirmed that he probe broke down. There was a scratch on the probe. This device is subject to total inspection to ensure that the device is capable of properly activating output before shipment by olympus. Considering the evaluation result of the subject device, olympus concluded tha the reported event occured since the surgeon activated the device while the probe had contact with something hard, like metal or hard tissue.

Event description:
The subject device was used during an uncertain procedure. Ultrasound output error occurred. The probe of the device was cracked. The probe was broken after the operation. There was no pt injury reported.